Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had a critical pump error. The customer¿s blood glucose was unknown. Troubleshooting steps were provided for critical pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with critical pump error (open book) due to moisture damage at the electronic assembly and motor assembly.